Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #1627487-2012-00050. It was reported the pt (B)(6) experiences involuntary muscle contractions in the abdominal area which allegedly impacts his ability to breathe. The reported contractions occur when the stimulation is on and was observed when the pt was in both the sitting and standing positions. Efforts to rectify this matter via reprogramming have been unsuccessful.